Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 was disabled. The customer power-cycled the system twice, however the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, which revealed error 1162 pointing to the cannula sensor on usm1. Error 1007 was also present in the logs. The customer attempted to a hard power-cycle of the patient side cart (psc) but the issue remained. The tse assisted the customer with disabling usm1. The surgeon continued the procedure using only 3 usms. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed error 1162 and replaced the universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. Upon visual inspection, the axes controller spar cannula (acsc) flat flex cable (ffc) socket and ffc contacts were found with signs of fluid intrusion. With a test acsc and ffc installed, the unit was able to be driven intuitively on a system through its full range of motion with no errors. The unit was also tested on a patient side cart (psc) fixture test platform and passed other in-house tests.